Event description:
(B)(4) - the dealer reported that the 1320rts raised toilet seat adjustable knobs were broken, and the arms would not tighten enough to make the unit stable. There was no patient injury reported.